Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) verified the issue and confirmed that mini-drawer 1-0 would not open. Further inspection revealed that the single wide engine had broken plastic components. The fse replaced the engine from stock and verified proper functionality using the hardware test application (hta) and the station application. The drawer was confirmed to be operating correctly. Preventive maintenance was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 1.10 failed and was not able to be recovered, required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.